Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Two sealed boxes of product code 8521h lot # pbp387 were returned for evaluation. The complaint sample was not received for analysis. During the visual inspection of sample, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pbp387, 8521h56 and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. The suture broke multiple times when attempting to tie. There were no adverse consequences to the patient.